Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching dropping down to 22mg/dl. The patient received a manual injection for insulin and was placed on an intravenous therapy of fluids and given orange juice, apple juice, apple sauce and was kept her under a blanket. The patient was released the next day. The pod was discarded.